Event description:
The customer reported that while the unit was in use on a pt, the pt expired. The unit printed incorrect times for the record of events prior to the pt's demise. The pt was listed as "do not resuscitate".